Manufacturer narrative:
The computer of the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the computer had a database error. Once the virus and patient data removal was performed, the computer functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the viewing station of the imaging system was replaced. Following installation of the configuration files and imaging settings, the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer for the viewing station of the imaging system has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system displayed an error message stating an error had occurred within the system database. There was no patient present when this issue was identified. No additional information was provided.